Event description:
During insertion of hemodialysis catheter into the right internal jugular vein, a piece of the hydrophilic coating frayed off the guide wire. The piece became attached to the wall of the internal jugular vein. Multiple attempts to remove the piece was attempted using multiple snare wires - all attempts failed. FDA safety report ID# (B)(4).